Manufacturer narrative:
Philips service provided a replacement geometry ipc computer part as ordered by the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry ipc failed to boot, causing system downtime on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.